Manufacturer narrative:
A ge service representative performed an onsite investigation. The nuts on the isolation transformer were tightened and the transformer strapping was changed. The connections on the ac power plug were verified. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that when the system's workstation was plugged into the monitor, it made a high pitched noise outside of the procedure. No patient injury was reported.